Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk also, unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarms. However, the operating currents are within specifications and passed displacement test, self-test and a21 error test. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratched lcd window and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. The customer was admitted to the hospital on 09/01/2016. Customer cause of hospitalization was diabetic ketoacidosis. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap is sticking out. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.